Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2016. The incident device was discarded by the site. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that 1 1/2 days following a lung cancer ablation procedure, the patient died. At the end of the treatment, massive air was noted in the pulmonary vein, left atrium and ventricle. CT and MRI showed massive infarction. The patient was in general anesthesia during the procedure. The CT and MRI findings are consistent with broncho-venous fistula during the procedure. The lesion was located in the left lower lobe, 6 cm from the heart. The patient refused surgery and mwa was chosen as the therapy of choice in this case. The doctor stated the position of the antenna was performed in a single puncture and the feeding point located in the periphery of the tumor. The ablation was applied as 75w, 9 minutes. The equipment worked fine. The patient was kept in prone position and oxygen was given. MRI was performed 1 hour after the procedure and the following day. The patient had a few hours following mwa treatment in a pressure chamber. The patient passed away 1 1/2 day after the ablation treatment. The incident antenna was discarded by the site.ure chamber. The patient pass away 1 1/2 day after the treatment. ***9/27/2016 add'l info: picture attached to cts file.